Event description:
At the end of october, during the patient's last refill, the healthcare provider (hcp) could not "get all the medication in " the pump; "fluid was leaking" out of the pocket after the injection. The patient was told that the "pump is floating in fluid". The hcp thought the fluid was medication and that the catheter may have disconnected from the pump. The patient had increased baseline pain and was taking more oral medications to control his pain. The patient also had pain in his abdomen. The patient thought the pain may be from gall bladder, liver, or kidney stones. He went to the ER and they found nothing wrong. The pump was replaced; it was noted to be "bent". The catheter was revised; it was noted to be disconnected from the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)